Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call issues with the insulin pump. Customer reported that the pump under delivering insulin. Customer's blood glucose reading at the time of the incident was 504 mg/dl. Customer's blood glucose was 351 mg/dl at the time of call. Customer treated with a manual injection. Customer was not able to complete troubleshooting at the time of the call. Product was not expected to return.